Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. Microscopic inspection of the distal tip revealed a foreign material on the distal electrode. Further investigation revealed the foreign substance was dried biological material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported foreign material was not conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure, foreign material was observed on the catheter. Following insertion within the patient the catheter was withdrawn and a foreign material was noted on the tip. The catheter was replaced to continue the procedure. There were no adverse patient consequences.